Event description:
The customer observed falsely depressed alinity c carbon dioxide results when compared with blood gas results for a 79-year-old male patient sample. The following data was provided (customer¿s reference range 22 - 32 mmol/l): sample ID (B)(6), (B)(6) 2025 initial result = 2.0 mmol/l, repeat result = 2.2 mmol/l, (B)(6) 2025 repeat result = 1.7 mmol/l. Venous blood gas result on radiometer platform = 29.0 mmol/l (reference range 22-28 mmol/l) no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending for the alinity c carbon dioxide assay did not identify any trends related to the complaint issue. Additionally, no trends were identified for lot 67723uq01. Device history record review did not identify any nonconformances, or deviations associated with the complaint lot number. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity c carbon dioxide reagent, lot 67723uq01, was identified.

Event description:
The customer observed falsely depressed alinity c carbon dioxide results when compared with blood gas results for a 79-year-old male patient sample. The following data was provided (customer¿s reference range 22 - 32 mmol/l): sample ID (B)(6), on (B)(6) 2025, initial result = 2.0 mmol/l, repeat result = 2.2 mmol/l, on (B)(6) 2025 repeat result = 1.7 mmol/l. Venous blood gas result on radiometer platform = 29.0 mmol/l (reference range 22-28 mmol/l). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Complete entry section a1 - patient identifier = (B)(6). All available patient information was included. Additional patient details are not available.